Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via manufacturer representative (rep) reported incorrect therapy. The patient reported that after they had their implanted device exchanged for a new device they were either not feeling any therapy or the therapy was uncomfortably intense. Factors that may have led or contributed to the issue remain unknown. It was unknown if the is the issue was resolved and no surgical intervention occurred but was unknown if it was planned.